Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon rupture occurred. The 95% stenotic lesion was located in the calcified and average tortuous left common iliac artery. The physician deployed a 7.0x37mm express ld stent. Then the physician advanced the 8.0x40mm sterling balloon catheter to the stent to post dilate and on the first inflation, inflated the balloon to 8atms for ten seconds and the balloon ruptured. There were no patient complications. The device was removed intact. The procedure was successfully completed with a 7x20mm sterling balloon catheter. Patient status is reported as "no problem".

Manufacturer narrative:
Device evaluation: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.